Event description:
Customer reported receiving a reading of 78 mg/dl. Customer felt hypoglycemic. Five minutes later, the caller lost consciousness. Paramedics were called and provided a reading on an unknown brand of device of 37 mg/dl. The readings were within 10 minutes of each other. Customer was transported to the hospital e.r. Pt was treated with glucose in an IV form and painkillers. Testing was conducted on the hands.